Event description:
It was reported that the patient experienced a possible allergic reaction. The device was removed and the patient's symptoms have slowly been improving.

Manufacturer narrative:
The manufacturing records were reviewed and no relevant nonconformities were found. The device was not returned.